Event description:
It was reported that the pt never experienced therapeutic effects. One lead appeared not to be working. The pt was admitted to the hosp. Impedance interrogation showed greater than 4,000 ohms in both leads. Further info is being requested from the hcp.